Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-07935. Reference MFR. Report# 1627487-2018-07937. It was reported the patient experienced ineffective stimulation. Reportedly the patient experienced a fall. System diagnostics revealed high impedances on all contacts. Troubleshooting was tried to no avail. As a result the patient underwent surgical intervention (B)(6) 2018 wherein the lead and extensions were explanted and replaced. Effective therapy was achieved post operatively.

Manufacturer narrative:
Explant date was unintendedly excluded from the initial report. This report contains missing information.

Event description:
Device 2 of 3 :reference MFR. Report# 1627487-2018-07935 , reference MFR. Report# 1627487-2018-07937.